Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was making a clicking noise when the system booted up, and then radiation is disabled. The site would reboot it once or twice, and then the system would boot up as expected. This has been an intermittent issue upon boot up. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the ps1 was only at 4.7vdc. After cleaning the connection the ps1 came back to 5.16vdc. Multiple reboots were completed with no issues or voltage change. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply to the system checkout. B17, c20 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.